Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the ingunial region. The 90% stenosed de novo target lesion was located in the severely tortuous and moderately calcified left posterior tibial artery. A 2mm x 40mm x 145cm sterling es otw balloon catheter was inflated to 10atms in the distal segment of the lesion and a balloon leak was observed. Then a second inflation to 10 atms was performed in the proximal segment of the lesion and the balloon rupture occurred. The balloon catheter was removed and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the ingunial region. The 90% stenosed de novo target lesion was located in the severely tortuous and moderately calcified left posterior tibial artery. A 2mm x 40mm x 145cm sterling es otw balloon catheter was inflated to 10atms in the distal segment of the lesion and a balloon leak was observed. Then a second inflation to 10 atms was performed in the proximal segment of the lesion and the balloon rupture occurred. The balloon catheter was removed and the procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned product revealed when positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon near the distal edge of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).